Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that angina and in-stent restenosis occurred. The target lesion was located in the right coronary artery (rca). A synergy¿ drug-eluting stent was implanted to treat the lesion. Three months after, the patient returned with angina. Angiography of the rca was performed and revealed that the previously implanted stent had restenosed. A cutting balloon and a non-bsc stent were used to treat the restenosis and the procedure was completed. No further patient complications were reported and the patient's status was stable.